Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained low blood glucose of 42 mg/dl. Troubleshooting found that the customer knew why they were low and had incorrectly counted their carbs. Troubleshooting advised customer on carb counting and to call back if any further questions or concerns.